Event description:
Customer reported that the v60 displayed error code message of data acquisition (da) pcba adc failed. Customer also verified the error code message in the significant event log. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Customer reported that there was no patient involvement.